Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted and removed an implantable collamer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.